Event description:
On (B)(6) 2025, the user's caregiver reported that the ilet screen was cracked and unresponsive to touch. The user stated the device had been in a pocket while driving to school, and the damage was discovered upon removal. The screen would power on but could not be used. The user continued on the ilet until insulin ran out and then switched to multiple daily injections (mdi). Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.